Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 18.6cm to 18.9cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise.